Manufacturer narrative:
UDI number added.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6)2017, at 23:03, for no apparent reason, the patient's blood pressure increased to over 200mm/hg (systolic). Since the measurement was unrealistic, the user attempted to perform zero calibration. This was not possible. The non invasive blood pressure measurement was checked and showed a normal blood pressure value by 100mm/hg (systolic). At the time of the alleged incident, the device was being used for clinical monitoring.